Event description:
Device 4 of 5: reference MFR report#: 1627487-2013-11198. Reference MFR report#: 1627487-2013-11199. Reference MFR report#: 1627487-2013-11200. Reference MFR report#: 1627487-2013-11202. The pt has an scs system for off-label use. It was reported one of the pt's leads pulled out of one of the extensions or one of the extensions pulled out of the ipg. In turn, the pt lost stimulation. As a result, one of the leads and one of the extensions were explanted and replaced. All leads and extensions are being reported because it is unk which devices were explanted and replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.